Event description:
The doctor was attempting to deploy an absolute stent delivery system in the sfa (off-label use). The doctor deployed half of the stent, and then the thumbwheel became stuck. The doctor pulled the stent back in the sheath and removed the absolute from the pt. There was nho reported injury and no additional info. Available.